Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis, cardiac surgery and prolonged hospitalization. During the ablation of ischemic vt, a decrease in blood pressure was detected and subsequent transthoracic echocardiography revealed pericardial effusion. The procedure was stopped. After that, pericardial puncture was performed from a subxiphoid approach and 1000 ml of venous blood was evacuated (assuming possible damage to the right ventricle). The patient was transferred to the operating room for cardiac surgery. Results of emergency sternotomy with pericardial cavity revision. Perforation in the right ventricular apex was detected and was successfully sutured. Patient improved. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2025, the lot number was identified to be 31522455l. As such, the following fields have been populated accordingly: d4. Lot. D4. UDI. D4. Expiration date. H4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Note: for field e1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis, cardiac surgery and prolonged hospitalization. During the ablation of ischemic vt, a decrease in blood pressure was detected and subsequent transthoracic echocardiography revealed pericardial effusion. First, mapping was performed in the right and left atria using a pentaray catheter to match the anatomy with computed tomography (CT). Then, electro anatomical mapping of the left ventricle (lv) with pentaray and thermocool smarttouch sf was performed, followed by ablation. Then, after induction of new vt, mapping was performed in the right ventricle (rv) using the thermocool smarttouch sf. After ablation in the right ventricle, a decrease in blood pressure was detected, and pericardial effusion was later confirmed using transthoracic echocardiography. The procedure was stopped. After that, pericardial puncture was performed from a subxiphoid approach and 1000 ml of venous blood was evacuated (assuming possible damage to the right ventricle). The patient was transferred to the operating room for cardiac surgery. Results of emergency sternotomy with pericardial cavity revision. Perforation in the right ventricular apex was detected and was successfully sutured. Patient improved. The patient was reported to be stable and conscious. However, patient required extended hospitalization due to sternotomy. Due to the patient's ischemic cardiomyopathy, not related to the complication, the patient requires further long term therapy for heart failure, including the possible use of left ventricular assist device (lvad). During ablation, there were no signs of steam pop or contact force exceeding 50 g in the lv and 30 g in the left ventricle. Subsequent analysis of visitags revealed a possible site of perforation in the rv (a sharp decrease in contact force and a slight increase in impedance, and simultaneously a short-term exit of the catheter beyond the anatomy of the rv and return back). During ablation visitag module was used with 7 mm stability range, 3 sec minimum time, force over time 25%, minimum force 3 g. Here were no errors during the operation, either on the part of the generator or on the part of the carto 3 system. The activated clotting time (act) value was maintained above 300 with monitoring every 30 minutes. The physician's opinion on the cause of the adverse event was that he could not stabilize the catheter and therefore used the agilis introducer. According to the doctor, the perforation occurred because the catheter had become very rigid due to the introducer, which, according to him, was undesirable to do in the right ventricle. However, the maximum contact force in this area was 28 grams.